Event description:
It was reported that patient underwent revision procedure 2009. During the procedure, an ultra-drive disk drill disengaged from the extender and became lodged in the patient's femoral canal. The surgeon was unable to remove the disk drill; therefore, the disk drill remains implanted in the patient.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There have been no trends identified related to this type of event. This report filed february 6, 2009

Event description:
It was reported that patient underwent revision procedure 2009. During the procedure, an ultra-drive disk drill disengaged from the extender and became lodged in the patient's femoral canal. The surgeon was unable to remove the disk drill; therefore, the disk drill remains in the patient.

Manufacturer narrative:
Corrected product code response to FDA request for additional information receive from ph.d. The ultra-drive surgical system is an orthopedic instrument for revision joint surgery. It is intended for use in procedure requiring simultaneous cutting and removal of bone cement and aiding in the removal of non-cemented components. This is the first and only time that this type of event has been reported to biomet. Biomet package insert for the ultra drive surgical tool tips contains the following warnings: -the ultra drive system is to be operated in accordance to the operator's manual. - operator's manual provides the following specific instructions on assembly of the tip and extender: attach the selected tip and extender by lining up the arrows on connecting sections. Insert male portion into female portion of the quick-connect and tighten clockwise snugly (approx. 1/3 turn) using the appropriate wrench. - the patient is to be made aware and warned of general surgical risks. The patient is to be warned that ultra drive tool tips can break and otherwise fail during surgery, and that fragments of broken tool tips can remain at the surgical site after surgery. Although it could not be confirmed, event was contributed to improper assembly of components during use. No remedial action was determined to be necessary as instructions in user manual already exist and there are warnings in the package insert. Review of manufacturing history shows lot released contained fifty (50) units. To date, all units have been distributed with seventeen (17) units used with no additional concerns of this nature reported. There have been no trends identified related to this type of event. A review of compalint history fo rthe past three (3) years was performed. Review identified two (2) event: - the first event is the current one in question which is contributed to user error (MDR #1825034-2009-00029). - the second event reported stated that the disk drill broke before entering the bone, no patient injury was reported (MDR #1825034-2009-00054).